Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a bad charged coupled device, there was no image. The additional evaluation findings are as follows: there was a failed leak test from the connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the hd autoclavable camera head, the image could not be seen through the camera. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to defective charged coupled device (ccd). The faulty ccd was caused by water immersion from the connector. Damage to the connector can be prevented by following the description in the instruction manual at the time of product shipment, which states: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.